Manufacturer narrative:
The affected individual flushed both eyes with water for fifteen (15) minutes and rinsed with saline solution for one (1) hour. The affected individual was seen by urgent care. Neither eye showed signs of abrasion. Keterolac eye drops were prescribed. The affected individual was able to return to work. Four (4) days after the incident, the affected individual indicated she was still experiencing the feeling of "stickers" behind the eye, slight eye sensitivity, and headaches. The affected individual believed the symptoms were caused by the rinsing procedure that was done to her. She believes the side effects will diminish and does not plan on any follow up appointments. The product was not returned and no lot number was provided; therefore, no investigation could be performed.

Event description:
A caller indicated that a co-worker had liquid from caviwipes splash in both eyes.